Event description:
Report received from abblott international affiliate (abbott canada) of an over-delivery due to an operator error in programming the device. The report stated, "a nurse programmed a plum xl at a rate of 100 ml/hr instead of 10 ml/hr of hydromorphone 0.04 mg/ml in normal saline. The 100 mls was completely infused over one hour. The serial number of the plum xl is unknown. The pt (who had gynecology surgery) experienced hypotension and was transferred to post anaesthesia care, where the pt was stabilized, and after 2.5 hours was returned to the unit". There was no adverse sequelae. Though requested, no further info was available.